Event description:
It was reported that the patient presented in the emergency room after experiencing loss of consciousness. During device interrogation lead noise was observed. No intervention was performed at the time to solve the noise issue. Monitoring will continue. No further information is available at this time.